Event description:
It was reported that the atrial lead was observed undersensing on the ventricular tachycardia (vt)- non-sustained episodes and the supra ventricular tachycardia (svt)- atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.